Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by svc report that the load wheel casting was broken. The customer could not determine whether there was pt involvement or if adverse consequences occurred.